Event description:
It was reported to boston scientific corporation in 2005 that an endovive low profile balloon replacements device was used during a procedure (patient gender, age and weight are unknown). According to the complaint, the balloon was "poped outside body 1 or 2 days later of placement. There could be some leakaged occurred". The procedure was completed with another endovive low profile balloon replacements device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Visual examination of the returned device revealed that the balloon had a large tear in it, rending the device non-functional. The cause of the reported malfunction is undetermined.bsc reference: 663371